Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the near end pressure sensor failed to zero. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the near end pressure sensor failed to zero. A field service engineer (fse) went onsite and discovered that the data acquisition (da) printed circuit board assembly (pcba) was faulty. The fse replaced the da pcba to resolve the reported issue. The fse replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.